Event description:
Reportedly, a nurse attempted to place a needle into the sharps container when she received a needle stick from a contaminated needle that had not passed into the container. The container lid did not flip up to allow the first needle to fall through. The nurse was stuck on the right thumb. The nurse adminisrered first aid to herself immediately. Blood work was drawn. The contaminated needle could not be traced to a pt. It is unk how long the needle was there. The nurse previously received the hepatitis b vaccination. The nurse elected to take azt and 3tc (lamivudene) because of the needle being from an unk source.